Manufacturer narrative:
Gender was not provided. The patient was originally implanted at (B)(6). (B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was traveling and presented at an outlying facility on (B)(6) 2016 with upper respiratory symptoms of hypoxemia, fatigue and shortness of breath, and also had a lactate level of 9 mmol/l. An unspecified antibiotic was given and the patient was discharged. Later that evening, the patient reportedly returned to the facility and was in renal failure. The patient was transferred to a local lvad implanting center where the lactate dehydrogenase (ldh) level was found to be 1400 u/l. The patient was started on heparin and integrilin infusions. On (B)(6) 2016, the patient suffered a hemorrhagic stroke which continued to progress through the weekend. A decision was made to withdraw support on (B)(6) 2016. Information was later provided by the vad coordinator at the patient's home lvad implanting center. The patient's anticoagulation regimen included plavix and aspirin. The patient was on lifelong keflex for (B)(6) bacteremia. The patient's inr range was 2-2.5 and had remained therapeutic during recent clinic visits. The healthcare professionals had not been aware that the patient was traveling in another state. No additional information was provided.

Manufacturer narrative:
The device was not available for evaluation. A correlation between the device and the report of elevated lactate dehydrogenase levels, renal failure, and hemorrhagic stroke could not be conclusively determined. Hemolysis, renal failure, stroke, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.